Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The contact reported that the customer experienced elevated blood glucose levels between 200-500 (mg/dl) and trace ketones. Manual injections and boluses were delivered to address bg levels. Due to occlusions occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.